Event description:
It was reported that during a recanalization procedure, the device allegedly had difficulties in advancement and removal issue. It was further reported that the end of the device detached and migrated into the artery. The detached end was removed by undergoing conventional surgery through common femoral to recover the extremity. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiration date: 04/2023).

Event description:
It was reported that during a recanalization procedure, the device allegedly had difficulties in advancement and removal issue. It was further reported that the end of the device detached and migrated into the artery. The detached end was removed by undergoing conventional surgery through common femoral to recover the extremity. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one seeker crossing support catheter was returned for evaluation. The sample was returned in two segments with a circumferential break. Segment 1 consists of the distal tip of the catheter and segment 2 consists of the remaining catheter which measures 62.5cm in length from the strain relief. No functional testing performed due to the condition of the returned sample. Although the sample was returned one electronic photo was received and reviewed. The photo shows the distal tip of the catheter. Detached catheter segment can be noted. Therefore, based on the findings, the reported detachment issue can be confirmed. However, the investigation is inconclusive for the reported difficult to advance and difficult to remove issues due to the condition of the returned device and no functional testing can be performed. A definitive root cause for the reported detachment, difficult to advance and difficult to remove issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 04/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.